Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead stored a high, out-of-range shock impedance measurement of greater than 125 ohms. An alert was issued in the remote monitoring system for this measurement. The patient was seen in the clinic for troubleshooting. Some noise could be produced only on the shock channel with patient maneuvers and isometrics. Shock impedance measurements were around 100 ohms during the testing. X-rays were performed but no anomalies on the lead could be visualized. Three days later the patient was brought back to the clinic so the physician could deliver a 1.1 joule shock to test the integrity of the lead. The impedance measurement was normal at 86 ohms. The alert for out-of-range shock impedance was increased to 150 ohms and the patient will continue to be monitored on the remote monitoring system. The device and lead remain implanted and in service. No adverse patient effects were reported.